Event description:
The pt is three years following a right total knee arthroplasty. He has had catastrophic failure of the prosthesis with a break in the femoral component and a painful synovitis. The medial femoral condylar portion of the femoral component was broken in a horizontal fashion. The tibial tray had almost eroded all the way through, but had not quite reached metal on metal and so the tibial component itself was pristined. The tibial component was not loose. There was, however, a large cyst underneath the medical tibial plateau and this was extensively explored with findings of a large cavity full of inflammatory tissue. This was removed, and again the tibial component noted to be completely solid for over 2/3 of its surface.